Event description:
Philips legal was contacted by an attorney on (B)(4) 2013, representing the family of a pt who received care from (B)(6) ambulance on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The involved pt expired. This report represents a potential safety issue and is therefore, reportable. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.